Event description:
It was reported that the user experienced faster-than-expected insulin cartridge depletion concurrent with steadily increasing total daily insulin delivery, while the device continued to adapt and did not appear to drive low glucose; the agent reviewed device logs and assisted with a cartridge change. Symptoms included a low glucose alert with cgm at 66 mg/dl and concurrent fingerstick at 80 mg/dl, which the user treated with oral glucose, after which glucose returned to range. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included review of device data and user guidance on supply changes. Investigation of this case revealed increased insulin demand over recent days without evidence of device malfunction, and the system behavior remained consistent with adaptation to higher insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.